Event description:
Additional information reported the stimulator and lead were replaced. The event was considered resolved without sequelae.

Event description:
It was reported the patient had a loss of efficacy. The patient had increased overactive bladder symptoms and they were unable to feel stimulation. The patient was reprogrammed and had their polarity change, cycling turned off, and amplitude increased. A revision was scheduled for (B)(6) 2015. The etiology was noted as both the lead and stimulator. The event was ongoing. If additional information is received on procedure and outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0fw05, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).